Event description:
During the implant procedure, the right ventricular (rv) lead helix spontaneously extended. The helix was retracted and the rv lead was implanted without issue. The patient was in stable condition.